Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device could not confirm the reported suture break. The device was returned partially deployed. The suture with posterior needle tip had been pulled from the device. The posterior cuff had been captured and was attached to the needle tip. The anterior needle tip had detached from the needle tip evidenced by the flattened and broken tabs. A cuff detachment can have the same result and appearance as a suture break. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances associated with this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.

Event description:
It was reported that an arteriotomy closure of the right femoral artery was attempted using a proglide after a diagnostic procedure. Reportedly, the suture broke. A non-abbott device was used to achieve hemostasis. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.